Event description:
It was reported that asymptomatic pt was presented in clinic and high out of range hv lead impedance was noted. Lead test and scheduled to perform during next visit. The lead remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.